Manufacturer narrative:
Terumo cardiovascular systems corporation has received the actual device for evaluation; however, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that a quick disconnect leak was found during cardiopulmonary bypass resulting in 10-20 drops of blood loss. The product was not changed out, and the procedure was completed successfully without delay. The actual date of the event was (B)(6) 2015. Terumo (B)(4) was informed of this complaint on (B)(6) 2015, from our sister site in (B)(4). Terumo cardiovascular is conservatively reporting this event as a similar incident has caused or contributed to a serious injury in the past.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 13, 2015. (B)(4). The actual device was pressurized to 20 psi for 3 minutes and no bubble formation was observed. The unit was then taken apart and microscopically inspected for any foreign matter. A small, clear fiber was found in the connect part of the sample, not in the portion of the o-ring, and was not visible with the naked eye. Based on the size and location of the fiber and the fact that the sample did not leak during leak testing, the fiber would not have affected the functionality of the part. The fiber could not be retrieved for further evaluation. A definitive root cause could not be determined since the failure observed by the customer could not be recreated. Therefore, the complaint was unconfirmed and has been attributed to customer technique. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.